Event description:
It was reported the pt experiences ineffective stimulation. The pt indicated as he was moving he heard a "popping" sound in his neck and subsequently lost effective stimulation. The sjm rep met with the pt and diagnostics indicated high impedance readings. Reprogramming was unable to provide effective coverage. X-rays were taken and revealed a lead migration. Surgical intervention was undertaken on (B)(6) 2014 and the physician repositioned the lead. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.